Event description:
It was reported there was a crack of the optic. The lens was inserted then removed from the patient's eye. Sutures were performed as part of the standard procedure. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Pt information: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: feb 9, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could have caused or contributed to the complaint issue could be identified. The complaint issue ¿lens damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.